Event description:
The patient presented to the clinic after receiving shocks. Egms revealed noise. Pocket manipulation was able to reproduce the noise. The physician elected to cap the lead.

Manufacturer narrative:
Na